Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:40pm, the patient alleged the issue first occurred. The patient reported he uses unknown non adjusting insulin to manage his diabetes. The patient reported he normally tests his blood sugar 7 times a day. The patient reported making no changes to his diet, activity level or medications on the day of the alleged issue. The patient reported 6 hours after the alleged issue started, he felt "weak and sweaty." The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca documented that the patient was using the correct test strips and there was no misuse of the device. The cca noted that the meter does not power on when the power button is pressed. The cca confirmed this was not the first time the meter had been used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, and reportedly developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following finding:. The meter involved with this complaint failed testing. The meter was found to have a dirty spc j1. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.